Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the screen appeared to be cloudy. The customer reported that the display was hard to see. The customer's blood glucose was 4.5 mmol/l at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed a21 error test, off no power test and self-test. No unexpected missing segments or partial display or cloudy screen noted. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly noted. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.